Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room with loss capture on their right ventricular (rv) lead. The physician replaced the lead. No additional adverse patient effects were reported.